Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. The devices had worn/damaged components. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 22 </noe> malfunction events, where it was reported the brakes were difficult or unable to be engaged. Nineteen events had no patient involvement, 3 events had patient involvement, but there was no impact to the patients.